Event description:
A biomedical technician called technical support and alleged a bloodline "broke and sprayed blood" during an acute hemodialysis treatment. A follow-up call came in from the registered nurse (rn) who was involved in this event. The rn stated "she was training with a new rn but as the combiset tubing was placed on the machine, there is a transducer connection (where it meets the tubing) that requires more tightening - this was overlooked during the process." Approximately 2 hours into the treatment, the line separated from the transducer protector and approximately 100 ml of blood was leaked. The patient did not suffer any adverse effect and did not require any medical intervention. Her dialysis treatment was completed. The sample was discarded, so is not being returned to the manufacturer for investigation. This medwatch is being submitted due to a risk of serious injury if this type of event were to recur.

Manufacturer narrative:
The rn reported a blood loss during hemodialysis treatment as a result of a staff member failing to tighten a connection where the transducer meets the line. Because of the risk to the patient an MDR is being submitted. The manufacturer investigation is pending and a supplemental medwatch will be submitted upon completion of the investigation.